Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm as well as insulin pump error alarm. The customer blood glucose level was 147 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.